Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing which resulted in an inappropriate shock. The hospital's external subcutaneous electrocardiogram (s-ECG) recording showed no arrhythmia. Shortly after the inappropriate shock episode, the physician performed maneuvers on the electrode and the device. Specifically, the physician reported being able to reproduce the exact same type of trace on which the inappropriate shock was delivered by rubbing the electrode. Shortly thereafter, the trace returned to normal, and even when pressing on the electrode the episode no longer occurred. The boston scientific (bsc) local area representative also performed the same maneuvers, and the but the s-ECG trace remained normal. The programming was left in primary vector which produced better parameters after optimization and provocative maneuvers. It was decided to leave the therapies off for another 24 hours due to a suspected air bubble. A bsc technical services (ts) consultant was contacted for episode review and guidance. The consultant was contacted for additional event details. No information has been received at this time. No adverse patient effects were reported. This investigation will be updated should further information be provided.